Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
After 4 shocks were administered to a patient, the device allegedly froze with beep sound. The operator cycled device power. Afterwards, the device was used to deliver another shock, but reportedly froze again. Because of this, the operator used the device only for patient monitoring. The patient's outcome was not reported.